Manufacturer narrative:
This is 1 of 2 reports. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, an edwards sapien 3 ultra valve (26 mm) was successfully implanted in the native tri-leaflet aortic position. The patient was an 89-year-old male who remained in stable condition at the end of the procedure. During deployment, at approximately 95% balloon inflation, the inflation balloon ruptured. The rupture was likely caused by interaction with an existing right coronary artery (rca) stent located in the sinus of valsalva (sov). Blood was observed in the syringe following the rupture. Despite the balloon failure, the valve was fully deployed in the intended position. Following the rupture, withdrawal of the delivery system was difficult at the sheath level. The balloon tip and nosecone became lodged in the femoral artery after exiting the expandable portion of the sheath. A snare was used, and an unplanned surgical cutdown was required to remove the delivery system and sheath. The femoral artery required surgical repair. Device inspection revealed that the esheath was split in two separate spots, with holes noted in the distal and proximal expandable portions. Liner delamination was observed in the partially expandable (white) portion of the sheath. No other edwards devices were reported as damaged. There was no leakage observed in the delivery system, and no extra volume was added to the balloon prior to inflation. The delivery system was completely unflex during withdrawal, and coaxial alignment was maintained. The following devices are available for return are the delivery system, balloon catheter, and the esheath. The perceived root cause of the event was the balloon rupture due to contact with the rca stent in the sinus of valsalva, which subsequently led to withdrawal difficulties and sheath damage.

Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The complaint for sheath liner torn was confirmed based on the evaluation of the returned device. Available information suggests patient factors (tortuosity, calcification) and/or procedural factors (withdrawal of altered balloon profile) contributed to the event as tortuosity and calcification were present in the patient's access vessel (figure 8) and the balloon of the associated ds burst. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Vessel tortuosity can create suboptimal angles during delivery system advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system to catch onto the sheath liner and tear it upon advancement/retrieval. A balloon burst could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. The complaint for sheath distal tip split was confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per device evaluation, the distal tip was split. As the balloon of the associated ds burst, it is likely that the altered balloon profile interacted with the sheath distal tip during withdrawal, resulting in the observed distal tip split. Additionally, calcification and tortuosity were present in the patient's access vessel. Calcified nodules can damage the distal tip while tortuosity can create sub-optimal angles that may lead to increased interaction between the ds and the sheath distal tip, further contributing to the distal tip split. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of altered balloon profile) may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.